Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received the patient's monitor was found to have a corroded j2005 and the transient voltage attenuator (component tva3) was shorted to the auxilliary board. The shorted component held the system in programming mode by pulling down the voltage on the in-system programming line. This is what prevented the monitor from powering up. The root cause of the shorted component cannot be positively identified but was likely associated with the corroded j2005. The root cause for the corroded j2005 cannot be positively determined but was likely the result of liquid ingress within the connector. No adverse event resulted from the shorted component and the corroded connector. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power up. The patient was issued a replacement monitor.